Event description:
It was reported that balloon rupture occurred. Upon unpacking of a 16 x 3.50 promus premier drug-eluting stent, it was found that the balloon was ruptured and could no longer be used. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
E1 initial reporter updated. E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. Upon unpacking of a 16 x 3.50 promus premier drug-eluting stent, it was found that the balloon was ruptured and could no longer be used. The procedure was completed with a different device. No patient complications were reported.